Event description:
The sheath was defective/damaged. Another sheath was used. Event complications: unk - rpt'd 7/2/97; none - rpt'd 7/21/97. Pt current status: expired - rpt'd 7/21/97.

Manufacturer narrative:
The investigation on the returned product is not yet complete.